Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, while being processed through sterile processing, it was noted that a quarter inch by 1 centimeter long piece is missing from the top edge/side of a screwdriver handle. There is no known patient or surgical involvement. This complaint involves 1 device. This report is 1 of 1 for (B)(4).